Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a pump exchange on (B)(6) 2024. No issues related to the device or device therapy were reported. No additional information regarding the pump exchange was provided. (B)(6) was returned assembled with the driveline severed approximately 2.0¿¿ from the pump housing. A distal portion was returned in one segment measuring approximately 29.5¿. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and apical sewing ring were not returned with the device. The outflow elbow was returned attached to the pump¿s outlet port. An outflow graft bend relief collar was returned detached from the pump. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.